Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative recalibrated the milliamp limit file. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system would produce a high table top dose. No patient injury was reported.